Event description:
The customer contact reported the patient received more medication than intended. On unspecified time, the device was programmed to deliver unspecified medication with the container size volume of 500ml. No further device programming parameters were provided. After unspecified length of time, the homecare nurse noted the solution container was empty; however, 15ml-30ml of medication was expected to be remaining. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.